Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was above 400 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. Customer also reported insulin flow block alarm. The device will not be returned for analysis.